Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed for no image. The communication error e226 was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e216 scope communication error and e237 scope error codes. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the no image was caused due to e216 and e237 error codes. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had no image and a communication error e226. There were no reports of patient harm.